Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels up to 500 mg/dl in the past four days. The customer delivered boluses, but bg level was not noted to be lowering. The customer reverted to the use of a backup pump and bg levels are reported to now be under control. The customer believes that the elevated bg level is due to the pump. However, a system check was unable to be performed as tandem technical support was not contacted at the time of the reported issue and the customer was using a backup pump at the time of the call. The customer has been consulting with the healthcare provider regarding bg levels.